Event description:
Failure code 810:11 which caused a pt incident. The hosp rep stated there have been reports of any pt incident involving this pump since the last baxter service event. Despite baxter's efforts to obtain additional info from reporting facility, details were not available regarding pt's demographics, diagnosis or status and medication involved, or set up of the infusion device.